Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy. An invasive procedure was performed. The device was explanted and replaced and the rv lead was replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that the patient had rv defibrillation leads implanted from two different manufacturer's. One of the leads was used for pacing only and the other for defibrillation. The root cause of the noise was felt to be due to these leads being close together. The lead that was being used for defibrillation was surgically abandoned and the defibrillation portion of the rv pacing lead was put in service.

Manufacturer narrative:
This device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.